Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 595 mg/dl and 182 mg/dl, 74 mg/dl, 144 mg/dl, and 122 mg/dl. The reported results were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.